Event description:
The procedure was an excess skin problem. The hyfrecator plus shocked the pt. The dr completed the procedure without using the hyfrecator plus again. At this time there isn't any known problem/harm to the pt as a result of this event.